Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had prime rewind anomaly. The customer¿s had high blood glucose level of 300 mg/dl. The customer was treated with insulin pen. The customer's mother also stated that there was a large air bubble in the reservoir. During troubleshooting, in the history it was reported that the insulin pump was not rewound with the reservoir. The product will not be returned for analysis.